Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell four of four of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection was performed with naked eye with no issues noted. Functional testing was performed which included leak testing, clamp function test, clear passage test, and device-device interaction testing (sample ran on machine). There were no issues found. The reported problem was not verified/duplicated during the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.